Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 300 mg/dl and 500 mg/dl ranges. Troubleshooting was declined for the high blood glucose. No further details were provided regarding symptoms or treatments of the hyperglycemia. The insulin pump was not returned for analysis.